Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Log 98747. Nozzle spitting out co2. Ll-co2 cryosurgical sys 900161. E-complaint (B)(4).

Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. Analysis and findings. Complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 03/28/2016 under work order (B)(4). And sold on 06/21/2016. Manufacturing record review: DHR-200992 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 89690-gas leaking-damaged tube/hole in gas line-unit was repaired-08/02/2018. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed physical damage. The gauge cover was cracked and the handles are broken. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the orings leaking. This is being attributed to normal wear and tear on the unit. Corrective actions. The complaint unit was repaired and returned to the customer. The orings, gauge cover and handles were replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Log 98747. Nozzle spitting out co2. 1216677-2022-00214-1 ll-co2 cryosurgical sys 900161 e-complaint-(B)(4).